Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was attempted, but several tests in different lead positions showed elevated threshold measurements. Sensing and impedance measurements were normal. Because of the suboptimal threshold measurements, the physician chose to implant a new rv lead in the rv apex. Lead testing confirmed good electrical measurements. At the end of the procedure, an echocardiographic check showed a small pericardial effusion. The physician monitored the patient, who showed stable clinical condition and was then transferred to a recovery room. There were no allegations against the attempted rv lead. The lead will not be returned to boston scientific.